Manufacturer narrative:
Due to character restrictions in block e1 site address: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reports that a cardiosave was providing counterpulsation support with an undisclosed iab catheter to a (B)(6) year-old male for an acute myocardial infarction. Customer disclosed the patient¿s medical history included a pacemaker, with the patient experiencing ¿shock due to an allergic reaction to contrast agent¿ on (B)(6) 2024 and therapy was initiated to ¿improve the patient's hemodynamics¿. The physician insisted that this iabp unit could not be pumped even though the patient was 100% paced. Further disclosed, the ¿function of this iabp unit was normal under fluoroscopic guidance¿, although the timing of this observation was unreported. The customer disclosed the patient expired the same day therapy was initiated ¿due to his critical general condition¿ with a ¿physician and the medical engineer commented that both the event and the device were unrelated to the patient's death¿. There were no reported alarm states by the customer for the incident.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the equipment operation check performed and the fse found no abnormalities.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: h1, h2, h6(clinical code).

Event description:
N/a.